Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was observed that the stent proximal part was lifted. The procedure was completed with different device. No patient complications were reported.